Manufacturer narrative:
"The unit was received from the field for evaluation. Refer to evaluation #(B)(4): hp 1 - unit primed and functioned properly on test unit test002. Could not duplicate any malfunction. Hp 2 - customer stated check handpiece. Microtip was not returned, only packaging. Note on box stated scrub nurse discarded by mistake. Could not verify the customer's complaint of failed prime. The DHR for microtip lot 14413-05 was reviewed and showed that the units met manufacturing specifications when released and there were no issues related to the complaint. (B)(4).

Event description:
Failed to prime due to a hole in the pressure cuff.